Event description:
PICC line rn states that he found a defective needle in the bard PICC line kit. The needle bevel is deviating 180 degrees in relation to the plastic hub. It was not used on the patient.